Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. Customer stated that insulin delivering too much insulin at night and dropping blood glucose was dropping to 40 mg/dl. The customer reported the pump auto mode was active and delivering insulin at the time of the incident. The customer stated their sensor readings were accurate at the time of the low. The customer declined troubleshooting. Insulin pump will not be returned for analysis.